Event description:
In the last 21 minutes of pt's dialysis treatment the venous limb of a central vein catheter separated at the catheter insertion site. Immediate action was taken to clamp the lumen at the skin insertion site and the pt transported to the local hosp for a replacement catheter. Catheter replacement was accomplished under local anesthetic and then returned to outpatient dialysis clinic for next treatment.